Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation date has been provided yet. If the device is explanted and received in the future, the case will be re-opened and the device investigated.

Event description:
The recipient's hearing performance with the device is affected. Reimplantation is considered, however no date has been communicated.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device is affected. The recipient has been re-implanted on (B)(6) 2019.